Event description:
It was observed that during the device evaluation, the subject device exhibited residual liquid, or foreign material came out of s-cylinder (suction cylinder); air/water-cylinder had white foreign objects; residual liquid or foreign material came out of suction connector of endoscope connector; residual liquid or foreign material came out of channel tube; and air/water-tube had white foreign objects. There was no patient involvement.

Manufacturer narrative:
The subject device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the event could not be identified. The following is included in the device instructions for use: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.